Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 128 mg/dl. Back up insulin therapy was not available; customer declined tandem technical support follow-up regarding if back-up therapy was obtained.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.